Event description:
It was reported that the burr was stuck on the guidewire. During a tibial atherectomy procedure, the 90% stenosed target lesion was located in the mildly tortuous and moderately calcified artery. A 1.50mm rotapro burr-advancer and rotawire were selected for use. During the procedure, the speed was set to 170k rpm and was able to make two successful passes, dropping 5k rpm each pass. After the second pass, the device stopped upon retraction of the burr, proximal to the lesion and displayed a stall error. Resolution was attempted by sliding the burr back and forth and it appeared that it was stuck on the wire. The entire device was pulled back several centimeters on the wire, and the burr moved smoothly back and forth from it however, the device still displayed a stall error. A gas reading was verified, displaying 1500 psi in the tank and it was adjusted to 100 psi output to the burr. The device was completely removed. An out of body test was completed, in addition to a complete console set shutdown and restart, however the stall error still occurred. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. The media was provided and reviewed however, does not confirm any evidence of the reported issue.

Event description:
It was reported that the burr was stuck on the guidewire. During a tibial atherectomy procedure, the 90% stenosed target lesion was located in the mildly tortuous and moderately calcified artery. A 1.50mm rotapro burr-advancer and rotawire were selected for use. During the procedure, the speed was set to 170k rpm and was able to make two successful passes, dropping 5k rpm each pass. After the second pass, the device stopped upon retraction of the burr, proximal to the lesion and displayed a stall error. Resolution was attempted by sliding the burr back and forth and it appeared that it was stuck on the wire. The entire device was pulled back several centimeters on the wire, and the burr moved smoothly back and forth from it however, the device still displayed a stall error. A gas reading was verified, displaying 1500 psi in the tank and it was adjusted to 100 psi output to the burr. The device was completely removed. An out of body test was completed, in addition to a complete console set shutdown and restart, however the stall error still occurred. The procedure was completed with another of the same device. No patient complications were reported.